Event description:
The user reported the device alarmed and displayed an error code as intended when the device was in use. Alaris clinician determined the unit had a stuck tamper resistant switch. There was no pt consequence.